Event description:
It was reported that the patient felt stimulation in the rectum area since she went through a security gate or theft detector at the airport. A new patient programmer has been ordered for her. Further information is being requested from the hcp.